Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error could not be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. A root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center reporting that she had compromised the supplies by pushing the spike through the rubber stopper on the bag during set up on the homechoice (hc) machine. The home patient (hp) wanted to start over with all new supplies, but is having trouble removing the cassette. The technical service representative (tsr) assisted with removing the cassette from the hc machine. The hp would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp on (B)(4) 2011, regarding pushing the spike through the rubber stopper on the bag, it was revealed that it was a total accident as she was distracted at the time. The hp stated she is aware of the proper procedure and that she is doing fine and continuing therapy without problems. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.